Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's stimulation is not providing effective therapy. Reprogramming was unable to provide stimulation to the patient's established pain pattern. The physician has scheduled a trial procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician disconnected the lead but did not explant the lead. The physician implanted two new leads. The patient reported experiencing effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient underwent two trials and she reported the stimulation was providing better pain relief. Note: the expiration and manufacture dates were inadvertently omitted from the initial report. The dates have been entered in this report.